Event description:
Rec'd via voluntary medwatch: "received a call from pt's nurse at 4:30pm on... Who was told by the pt that... Bag containing 5fu went dry at 10:00am that morning. The infusion was started at 4:30pm on ... And was to infuse for 96 hrs (was to go through 4:30pm on ...). Confirmed with rn that the rate of pump was programmed to infuse at 1.5ml/hr. Rn contacted md and notified him of this and that PICC was leaking and received orders to remove PICC line". No pt injury was reported.